Manufacturer narrative:
(B)(4).

Event description:
The patient experienced bilateral lower extremity numbness, lower extremity edema, and increased pain. The catheter was surgically repositioned on (B)(6) 2011. The device system was used to deliver dilaudid, bupivacaine, clonidine, and baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.